Manufacturer narrative:
Concomitant medical products: 457453 lead implanted:(B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a problem with one of the leads. The physician switched the lead polarity and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.